Event description:
The arch device broke away from cervix that it was supposed to attach to. A second unit was used to complete procedure. Manufacturer response for arch koh-efficient, arch koh-efficient (per site reporter): manufacturer provided rga# for product tracking return evaluation.